Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) in the left eye (os), the patient experienced myopic surprise/shift with incorrect astigmatism correction and significant residual cylinder. Post-op refraction was -2.25, +2.50 x 35. The doctor explanted the iol. The patient is doing well post iol exchange (-2.00 + 2.00 x 017 = 20/20 -1) with another toric lens implant. No incision enlargement, no vitrectomy, and no sutures required. No lens rotation observed. No additional information was provided to abbott medical optics.